Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that arterial tubing connected to IV in patient artery spontaneously broke. Blood started leaking immediately unable to save a-line. The event did not involve an urgent or life-threatening medical situation. The event did not interrupt or delay medication or therapy. Catheter was secured with an arterial statlock. There was no patient injury.

Event description:
It was reported that arterial tubing connected to IV in patient artery spontaneously broke. Blood started leaking immediately unable to save a-line. The event did not involve an urgent or life-threatening medical situation. The event did not interrupt or delay medication or therapy. Catheter was secured with an arterial statlock. There was no patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached extension set luer adapter was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.